Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received two (2) ilpc441u, (certain low profile one-piece abutment 4.1mm(d) x 1mm(h)), one (1) ilpc443u (certain low profile one-piece abutment 4.1mm(d) x 3mm(h) for evaluation. One (1) ilpc441u, (certain low profile one-piece abutment 4.1mm(d) x 1mm(h)) was not returned for evaluation. Visual evaluation was performed, neither of the returned ilpc441u abutments were fractured. However, the returned ilpc443u was fractured at the threads. Additionally, all the abutments top ends had debris inside (no fragments). DHR review was completed for the subject lot number 2022111251. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022111251 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value or material selection was not adequate to withstand recommended torque values for placement /seating or removal. Please note, a definitive root cause could not be determined because the device was not returned. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.